Event description:
The customer's parent reported via phone call that they had air bubbles in their reservoir. The customer's parent stated the air bubbles were larger than soda sized. The customer's blood glucose was unknown. The customer's parent stated they did not rewind the insulin pump with the reservoir in place. It was also found the air bubbles did not persist after a set change. The customer was advised to monitor the issue and call back if the problems persist. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.